Event description:
It was reported that a homechoice device experienced an unknown alarm. This occurred during an unreported step in peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a check lines and bags alarm was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.